Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.00x12mm nc trek balloon dilatation catheter (bdc) was prepared for use without any issues. The procedure was to treat a lesion in the left anterior descending artery with moderate calcification. The bdc was advanced to the target lesion for post dilatation and the balloon was inflated one time to 12 atmospheres(atm); however, the balloon failed to deflate. The inflated balloon was pulled to the brachial artery; however, it was unable to remove any further, so a needle was advanced, deflating the balloon and enabling removal of the bdc from the patient. There was no adverse patient sequela and no delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
N/a.